Manufacturer narrative:
(B)(4). The other rx vision (1007850-12, unk) is being reported under a separate medwatch report number. Eval summary: a cine of the procedure was received and reviewed. The reviewer concluded that unfortunately the cine images do not show any attempt of a stent being placed into the lad. No visualization of a stent delivery system (sds) being pulled back is shown. The kinked guide catheter, however, could have possibly contributed to the dislodgement of the stent upon removal of the sds. The cines do confirm that the undeployed stent was left in the lad lesion and was later unable to be removed with a snare from the distal circumflex. Eval of the returned sds noted blood visible in the guide wire lumen and on the balloon and hypotube, which is consistent with the sds advanced inside the pt anatomy. The stent dislodged from the balloon and not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Factors which may contribute to resistance during advancement in the guiding catheter may include, but are not limited to, manufacturing, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. A non-abbott guiding catheter was returned with blood and contrast on the catheter. The guiding catheter was separated distal to the strain relief tubing. The separated portion was not returned. The material was smooth at the separation. Since this damage was not reported in the incident info, the damage noted may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Based on the cine review, there was a kink in the guide catheter, which likely contributed to the reported difficulties. In this case, it is likely an interaction with the guiding catheter during advancement may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Additionally, during retraction of the sds, the damaged stent struts would have interacted with the guiding catheter, causing resistance and further contributing to the stent dislodging from the balloon. Additional therapy/non-surgical treatment was used in an attempt to retrieve the dislodged stent by a snare device and balloons, however, the retrieval attempts were unsuccessful and the pt was sent for coronary artery bypass graft procedure resulting in hospitalization. It was reported the cx began to clot off (thrombosis) and aspiration was reformed to remove the clot. The pt had an enlarged heart and low ejection fraction and was placed on a balloon pump. The pt was taken to coronary artery graft bypass (CABG) surgery and two vessels were bypassed (cx and lad). Thrombosis is listed in the vision instructions for use as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined. It was reported pre-dilatation was not performed. The vision IFU states: pre-dilate the lesion with a ptca catheter. In this case, it is unk how the failure to pre-dilate the lesion may have contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this event. The difficulty advancing the sds through the guide catheter and stent dislodgement appear to be related to the operational context of the procedure.

Event description:
It was reported that the vision stent was being used to treat a tight proximal left anterior descending artery (lad). The lad lesion was a de novo lesion with 50% stenosis. No pre-dilatation was done prior to the attempt to stent the lesion. The vision stent was advanced through the guiding catheter and there was some resistance noted. So the device was pulled back and the vision stent dislodged from the stent delivery system (sds) balloon. A balloon catheter was used to try to capture and deploy the dislodged stent. However, the dislodged stent migrated to the circumflex (cx). A snare device was also used in an attempt to retrieve the stent. However, the snare device was unsuccessful. A second vision stent of the same size was used to treat the initial lesion in the lad. The cx began to clot off (thrombosis) and aspiration was performed to remove the clot (thrombosis). The pt had an enlarged heart and low ejection fraction and was placed on a balloon pump. The pt was taken to coronary artery graft bypass (CABG) surgery and two vessels were bypassed (cx and lad). The pt was noted to be extremely anti-coagulated and the pt's chest was left open for two days. The pt was taken back to the operating room and his chest was closed. The pt remains in intensive care unit (ICU). Though requested, no additional event or pt info was provided.